Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small grasping retractor instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs (attached) for the small grasping retractor (part# 470318-10 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2021 via system serial# (B)(4) during a da vinci-assisted hemicolectomy surgical procedure. There were 3 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure, the small grasping retractor instrument¿s wires were broken. The customer indicated that the instrument had four lives remaining. The site completed the procedure with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.